Event description:
Customer reported issues with loading a cartridge when drops of insulin were not seen at the end of the tubing during the fill tubing step. There was no reported impact to the customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge on their own. No additional information was received regarding the outcome of the event.